Manufacturer narrative:
Confirmation as to whether re-biopsy of a patient(s) has been performed has not been received by leica biosystems as of (B)(6) 2016, despite several requests being made to the laboratory. The laboratory advised the leica field support specialist (fss) that "they had not heard of it being done. As a reminder, this was a sample from an outside source". Investigation of this complaint by leica biosystems remains in progress.

Event description:
Leica biosystems received a complaint regarding a false positive ish staining event. The complainant advised that "they will need to re-biopsy a patient due to uninterpretable results from the eber ish run on bond." As of 23 june 2016, leica biosystems has not received information as to whether re-biopsy of the patient has been performed. Further information is being sought including the patient identifier; age/date of birth; and gender of the patient requiring re-biopsy. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
The leica field support specialist (fss) provided on-site support to determine whether the instruments involved in this complaint were operating within specification. On (B)(6) 2016, information provided to the fss by the complainant indicated that the tissue sample for which the results of the eber ish staining were uninterpretable had been received as a fresh sample comprising eight (8) pieces from an external source; and two (2) pieces only were in the sections stained for ihc and ish. The staff member responsible for overseeing the ihc/ish testing stated that: "the morphology of the tissue did not look right even though the ihc slides stained" and expressed concern that the rna had been somewhat degraded by the way the sample was treated prior to processing in the laboratory. The staff member also reported that: "this is not the first time this has happened with tissues received from that facility. In previous instances ihc/ish testing was not involved." Information provided by the complainant confirmed that two (2) slides for the affected case (ID (B)(6)) were included in staining run 4098 using bond-iii automated stainer serial number (B)(4); and the remaining three (3) slides for the affected case (ID (B)(6)) were included in staining run 4160 using bond-iii automated stainer serial number (B)(4). Evaluation of the instrument logs by the manufacturer found that: run 4098: this run was executed on slide staining assembly 3 (ssa3), and comprised the following two (2) slides only: slide ID (B)(6) located at position 1 and labelled as "eber ish"; and slide ID (B)(6) located at position 2 and labelled as "ish neg." Started at 12:06pm on (B)(6) 2016 and completed successfully at 04:58pm on (B)(6) 2016, with no errors reported. All reagents were dispensed in accordance with the requirements of the protocol. Staining runs executed concurrently on ssa1 (run 4098) and ssa2 (run 4094) completed without reported incident. Run 4160: this run was executed on ssa3, and comprised the following three (3) slides only: slide ID (B)(6), located at position 2 and labelled as "eber ish"; slide ID (B)(6) located at position 3 and labelled as "ish neg" and slide ID: (B)(6) located at position 1, which was the positive control slide. Started at 04:34pm on 24 may 2016 and completed successfully at 21:14pm on (B)(6) 2016, with no errors reported. All reagents were dispensed in accordance with the requirements of the protocol. Staining runs executed concurrently on ssa1 (run 4163) and ssa2 (run 4166) completed without reported incident. Investigation of this complaint found that bond-lll automated tissue stainers serial numbers (B)(4) operated within specification during execution of staining runs 4098 and 4160. The root cause of the uninterpretable results for eber ish staining of tissue from one (1) patient performed using bond-lll automated stainers serial numbers (B)(4) could not be unequivocally determined from the information available. However, information provided by laboratory suggests that the tissue may have been adversely affected by factors occurring prior to staining using bond-iii automated stainers (B)(4). Specifically, it was reported that the morphology of the tissue, which was received as a fresh sample from an external source, "did not look right" even though the ihc slides stained; and concern was expressed that the rna had been somewhat degraded by the way the sample was treated prior to processing in the laboratory.

Event description:
A leica field support specialist received a complaint regarding uninterpretable results for eber ish staining of tissue from one (1) patient, which had been performed using bond-lll automated tissue stainers serial numbers (B)(4). The complainant reported that slides from this patient were initially stained on (B)(6) 2016 using bond-iii automated stainer serial number (B)(4); and a second set of slides was stained on (B)(6) 2016 using bond lll automated stainer serial number (B)(4). The complainant also reported that the rna negative slide stained as strongly as the positive on both occasions; and that the positive control did stain but had some blushing on the second staining run. The complainant advised that re-biopsy of the patient had been requested by a pathologist because tissue in the block had been exhausted and no extra slides were available.